Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels. Reportedly, the customer¿s bg levels ranged around 250 (mg/dl) around night time, which were addressed with insulin pens or a bolus via the pump. The customer did not know the cause of the high bg level. Recommendation was made to consult with health care provider regarding diabetes management.